Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap, the cap was able to tighten properly and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/12/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/09/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of the black box data found occurrences of pump reboot. Investigation found that the threads on the battery cap were stripped and the battery compartment was cracked from the threads to the case seal. Evidence of moisture was observed in the battery compartment. A leak test showed that the battery compartment was leaking where the crack was located. The pump failed to power on with the returned battery cap, the reported power issue was duplicated. Using a test battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no additional evidence of moisture intrusion was found inside the pump.